Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number : +011(086)07722662222

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) unit prompts that the temperature is too high and stops running. It was replaced with another machine after discovery. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the scroll compressor and drive regulator.

Manufacturer narrative:
Updated field: b4, e1, g1, g3, g6, h2, h6, h11.

Event description:
N/a.